Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2026-19358.

Event description:
A physician reported that probe stopped cutting midway and aspiration condition was weak during vitrectomy surgery. The procedure was completed after replacing new product. There was no patient impact.